Event description:
An operating room manager reported two occurrences where the surgeon noticed insufficient flow during cataract procedures, which resulted in intermittent anterior chamber collapse. The issue was resolved by changing the product. There was no patient harm. No product samples were retained.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).